Event description:
Operating room staff reports that while the surgeon was utilizing the pks cutting forceps hand control, it stopped working completely; the trigger on the handpiece would not function when depressed. When user tried pressing the button, it sounded "hollow". Machine was checked and machine was deemed to be working appropriately so surgeon opted to continue case with foot pedal only. No injury to patient. Device is available for evaluation purposes.